Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient was revised initially for a failed ceramic liner and head (B)(6) of last year. Evidently, she has dislocated anteriorly twice since then and surgeon opted to revise for dislocation. The liner and femoral head was removed and replaced with a longer femoral head and a mdm construct. This was patients' right side. Nothing was loose or broken.